Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and when performing service test found the power supply and vacuum pump were causing the fuse to short out which caused the unit to have no power when first booted up. To correct the analysis site replaced a 10a fuse, the vacuum pump, four pump mount screws and the power supply. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the patient was under compression and the case was about to start when the control module lost power and wouldn't power back on. The case was aborted and the patient will be rescheduled when a loaner is attained. No consequence occurred to the patient. Additional information received 11/15/2007; reschedule was completed on (B)(6) with no patient consequences.